Manufacturer narrative:
(B)(4). The additional two proglide devices referenced are filed under a separate medwatch report number. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that suture placement with three proglide devices were attempted in the calcified left common femoral artery via 6fr sheath using the preclose technique prior to an endovascular aneurysm repair (evar) procedure. Reportedly, the first proglide device could not be advanced due to torsion of the vessel. The vessel was recanalized and the proglide device was re-advanced, due to the tortousity, the proglide could only be advanced completely over the wire, without retracting the guidewire at skin level. The sutures were successfully deployed. A second device and third proglide device were advanced completely over the guidewire without retracting the wire at skin level; however, when the plunger was removed no blue suture was attached to the white link suture. The proglides were only successfully advanced with the guide wire in situ. The sheath was upsized to 10fr and the evar procedure was completed. Partial hemostasis was achieved using the pre-placed sutures from the first proglide device. A non-abbott device was used to complete hemostasis. There was no reported adverse patient sequela. There was no reported clinically significant delay in the entire procedure. No additional information was provided.

Manufacturer narrative:
Analysis was performed on the returned device. The reported needle to cuff miss was not confirmed based on the return device condition, however posterior link cuff detachment was observed. It is likely that an interaction with patient anatomy or link pulled until it breaks caused no suture attached to the plunger as its being removed from the device during the suture retrieval step. Difficulty to advance could not be replicated in a testing environment as it was based on operational circumstances. It was reported the proglide device was advanced completely over the wire, without retracting the guidewire at skin level. It should be noted that the instruction for use states: backload the smc device over the guide wire until the guide wire exit port of the device sheath is just above the skin line. In this case the physician realized there was high degree of torsion of the vessel and the advance of the proglide device completely over the wire without retracting the guidewire at skin level was done to provide more support to the device. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. The reported difficulty and subsequent treatment appear to be related to an interaction of the device with patient anatomy due to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.